Manufacturer narrative:
The root cause for the reported type iii endoleak could not be determined due to the lack of relevant medical records and imaging. The device was also unavailable for return so a sample evaluation could not be completed. Patient is reportedly alive but condition post-intervention is unknown. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx device was used to treat a patient with an abdominal aortic aneurysm with a type v endoleak. The physician observed aneurysm sac growth to an unknown diameter . The endoleak could not be confirmed. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.